Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she noticed the insulin was leaking from the reservoir into the reservoir compartment when she was changing the infusion set and reservoir. The customer stated that she ran a bolus and only small amount of insulin was coming out. No further information was provided.